Event description:
On (B)(6) 2025, an ilet user experienced severe hypoglycemia (bg 45 mg/dl) with seizure and was admitted to the ER. The user received treatment with chocolate milk to correct the low bg. A cat scan was performed, showing normal results. The user was released the same day and resumed using the ilet. The cgm used was the dexcom g6.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.